Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/13/2018. Device evaluation summary: an unopened sample and four suture pieces of product code vcp345, lot me2348 were returned for analysis. During the visual inspection of four suture piece, body fluids, tissue and a knot were noted. Also, the ends were cut appear to be by use of surgical instrument; since this is consistently of that the suture was removed from patient. Due to condition of the sample no additional test could be performed. No conclusion could be reached as to what may have caused the reported incident in the opened sample the representative sample were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The sample was opened and during the visual inspection, the swage and attachment area of needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the knot tensile force were above the minimum requirements. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Additional information could not be provided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that patient had an episiotomy procedure on (B)(6) 2018 and suture was used. Ten days post procedure, the patient experienced pain and wound split. The nurse removed the original suture from the wound on (B)(6) 2018. The hospital suspects the suture leads to poor wound healing. The patient has been discharged. Additional information has been requested.